Manufacturer narrative:
The unit was not repaired as the customer could not locate it. Unit could not be located for evaluation.

Event description:
It was reported that the scale was not functional (possible inaccurate scale). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.